Manufacturer narrative:
G4: updated there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: patient code 2263 removed.

Event description:
Additional information: although it was reported that restenosis had occurred 30 minutes post procedure, per medical review, restenosis was changed to thrombosis as the time line between the procedure and the reported restenosis 30 minutes post procedure does not support tissue growth in 30 minutes. Our medical reviewer opinion has categorized this as thrombosis within 30 minutes.

Manufacturer narrative:
Exemption number e2019001. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of restenosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.5 x 28 mm xience sierra stent was implanted. However, 30 minutes afterwards, the lesion restenosed; therefore, another stent was implanted to treat it. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.5 x 28 mm xience sierra stent was implanted. However, 30 minutes afterwards, the lesion restenosed; therefore, another stent was implanted to treat it. There was no adverse patient sequela reported. No additional information was provided.